Event description:
On (B)(6) 2011, it was reported that the pt experienced a 30 pound weight gain in the last month and had at least 4 falls. Two of those falls were face-forward, which lead to bruising on her chest. The pt was not sure if the pump was hit during the forward falls, one of which was down a 3-step flight of stairs. During a pump refill that occurred the first week of (B)(6) 2011, the pump had a large volume discrepancy (actual amount was greater than expected). At that time, the pt had no signs/symptoms of withdrawal; however on (B)(6) 2011, the pt experienced increased pain and increased spasms. On (B)(6) 2011, a dye and rotor study were performed. Csf was withdrawn, but the pt had a pseudomeningocele, "so it might be fluid which accumulated at that site." During the dye study, the dye did not leak and no fracture was seen. The radiologist saw dye exit from the tip of the catheter which was located at l1 (lower than implant level), but the reporter did not. The rotor study revealed the motor moved counter-clockwise. The plan was to refer the pt to a surgeon for a revision surgery. It was later reported that an MRI was completed on (B)(6), and a motor stall recovered 35 mins later. Pump event logs were otherwise indicated as being normal. The drugs infused were baclofen 310mcg/ml at daily dose of 87.57 mcg and dilaudid 100 mcg/ml.

Manufacturer narrative:
(B)(4).